Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device was not returned for evaluation.  With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues r elated to the therapeutic use of anticoagulated antiplatelet medications and the patient's complex post-operative course.  There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for major bleeding with a subtherapeutic international normalized ratio (inr). The source of the bleed was unspecified, and the patient received blood transfusions. It was further reported that the patient experienced respiratory failure and required intubation. The patient subsequently expired and the cause of death was due to multiorgan failure.